Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the proglide device was positioned for deployment, the plunger would not move and the needles could not be deployed. The device was removed from the anatomy and exchanged for another proglide device. Hemostasis was achieved with the second proglide. There was no adverse pt effect. No additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.